Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s father reported customer received a reading from his adc freestyle libre sensor that was subsequently believed to be erroneously low. It was further reported that on (B)(6)2018, customer received a reading of 42 mg/dl, so he self-treated with food and a chocolate shake. He awoke the next morning ((B)(6) 2018) at 5:00 am with ¿deep chest pain, vomiting and diarrhea¿. Customer was taken to a hospital, where a reading of 580 mg/dl was received on a hospital device. Customer was diagnosed with dka (diabetic ketoacidosis) and dehydration, and treated with an intravenous infusion of insulin and unspecified pain medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products are not expected to be returned. A follow-up report will be filed once extended investigation has been completed or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer received a reading from his adc freestyle libre sensor that was subsequently believed to be erroneously low. It was further reported that on (B)(6) 2018, customer received a reading of 42 mg/dl, so he self-treated with food and a chocolate shake. He awoke the next morning ((B)(6) 2018) at 5:00 am with ¿deep chest pain, vomiting and diarrhea¿. Customer was taken to a hospital, where a reading of 580 mg/dl was received on a hospital device. Customer was diagnosed with dka (diabetic ketoacidosis) and dehydration, and treated with an intravenous infusion of insulin and unspecified pain medication. There was no report of death or permanent injury associated with this event.